Event description:
It was reported that the ipg was not holding a charge and was difficult to recharge. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was discarded.